Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The user was advised to re-link the sensor and the re-linking process was completed successfully. Based on additional monitoring after the sensor re-link, bg values entered as calibrations fit sg trends well, with differences due to lag. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 22 april 2025, senseonics was made aware of an incident where reported inaccuracy in sensor readings. No injury or medical intervention was reported.

Manufacturer narrative:
B4.date of this report 18 july 2025. G3.date received by the manufacturer? 18 july 2025. D1 and d2a suspect medical device updated. D4.additional device information updated. H6. Component code updated to 510. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.